Manufacturer narrative:
H.10: based on the investigation results, the most likely root causes is an intermittent faulty connection between the two clamp boards.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to livanova arvada facility. The reported issue could not be reproduced during functional testing and device was found to be working within specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
H.10: the unit was returned to the manufacturer and undergone the repair activity. The device was opened and cleaned and all the connectors have been reseated. Other mechanical parts not responsible of the reported failure were replaced as per maintenance intervention prevention. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on findings, the most likely root cause of the reported event is traceable to poor contacts between internal components, solved by the cleaning and the reseating of all the internal connectors and boards.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm displayed "arterial clamp defective" error message during setup. There was no patient involvement.